Event description:
It was reported that episodes of non-sustained rv oversensing due to myopotentials oversensing on ventricular channel were observed. No actions were taken, as physician elected to schedule patient for an early follow-up. Patient condition was good after event.